Manufacturer narrative:
Testing and investigation found the device ac receptacle was charred and burned. The device was returned without the ac power cord. The probable cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a spark at the device ac connector. It was reported that prior to patient use, when the nurse plugged the ac power cord plug into an unspecified power supply a spark was seen at the device ac connector. The device was removed from clinical service. There were no reported adverse patient effects to the nurse. No medical interventions were required. Though requested, no additional information was provided.